Event description:
It was reported that, surgeon inserted a 4.0 (length unknown) full thread screw. He stated that the thread came off and was left coiled inside the foot. He was able to ultimately remove most of the severed thread. I was not at case.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.